Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to verify prime alarm due to motor error alarm.

Event description:
It was reported that the insulin pump alarmed motor error during the prime/rewind process. The blood glucose reading is 412 mg/dl. The customer treated with manual injection. Advised the customer that the insulin pump will be replaced. Nothing further reported.